Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received all intact with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not examined; it couldn't be downloaded. To further investigate, a functional test was performed. The issue was confirmed. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. The circuit board will be replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited error 1610, 1260 alarm. No patient injury reported.